Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6)2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the device was defective. Addendum per additional information provided: (B)(6)2019 - patient was diagnosed with three abdominal wall incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1) and perfix plug (device 2) and one synthetic mesh. Per operative notes, ¿an incision was made into the peritoneal cavity. The hernia sac was dissected out. A ventralight st mesh (device 1) was placed into the peritoneal cavity and sutures. A perfix plug (device 2) and one synthetic mesh was placed together with previously placed (device 1) into the peritoneal cavity and sutures.¿ (B)(6)2020 ¿ patient was diagnosed with recurrent incisional hernia, pain, adhesion thereby underwent open repair with explant of ventralex st mesh (device 1) and perfix plug (device 2) and synthetic mesh and implant of ventrio st mesh (device 3). Per operative notes, ¿a midline incision was made through the prior midline surgical scars from the upper epigastric area. The hernia sac was dissected out. There were dense adhesions into the abdomen. All adhesions were taken down. Previously placed ventralex st mesh (device 1) and perfix plug (device 2) and synthetic mesh was dissected out from peritoneal space. A 7.7 x 9.7 cm ventrio st mesh (device 3) was placed into the defect and secure it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2017) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the ventralight st mesh (device 1). An additional emdr was submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned